Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis confirmed the allegation of premature battery depletion. Remote monitoring system data since 2009 noted that the average power has been elevated. The device was put through the returned products test and passed the pacing, sensing, shocking and recording functional tests. The pulse generator case was removed; all current drain measurements were within specification. The device was programmed to various modes and no high current was noted. High power visual inspection of the hybrid noted no irregularities. The cause of the increase average power consumption could not be determined.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device exhibited premature battery depletion. This ICD device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.